Event description:
It was reported that during a procedure at the user facility, the remb universal driver caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility the remb universal driver caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The reported event was not duplicated. Upon disassembly for visual inspection, the sockets were corroded.